Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. The customer alleged the pump was not delivering insulin. No alarms were received. Insulin injection as administered. The customer reverted to using insulin injections for insulin therapy. The customer declined tandem technical support's offer to troubleshoot.